Manufacturer narrative:
As of the date of this report, the synchroseal instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer reported a hole in the gray part of the synchroseal instrument. The replacement synchroseal was tearing in the same gray area (see patient identifier (B)(6)). The procedure was completing as planned with no reported injury.